Manufacturer narrative:
Block b3: exact date unknown, event occurred a year after the implant date. D2b: lgw - qrb d6b: explant date: (B)(6) 2015. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 252735 / 251301 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that all components were explanted due to inadequate stimulation. The patient was doing well postoperatively, and the explanted products were discarded per hospital policy. No further information has been obtained.